Event description:
(B)(4). Invisalign created an open posterior bite, with only front central incisors touching, and exposing the enamel to a worsened rate of destruction and "unremediable" damage to enamel and possibly to some dentin.